Event description:
It was reported that after deploying a tristar stent in a distal lcx, a resterilized 2.75 x 15 powersail was used to post-dilate. A balloon rupture at 16 atm was suspected and upon removal, it was observed that the catheter had separated into two pieces. Both segments of the device were successfully retrieved from the pt.